Event description:
It was reported that the newly implanted vns patient developed an infection at the incision site. The patient underwent surgery on (B)(6) 2014 to explant the device. The patient has not been re-implanted to date. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient¿s infection was healed and that vns was re-implanted.